Event description:
On (B)(6) 2013, we have been informed of an incident at (B)(6). During monitoring overnight skintact f-50c ECG electrodes were used on a (B)(6) year old patient. The patient suffered reddening of the skin and some skin came off. The wound was treated with beta isodona spray for several days. After repeated request for more information, we were informed that the patient had left the hospital and that hospital staff assumes that no further treatment of the wound was necessary.

Manufacturer narrative:
(B)(4). Retained samples of the same lot were inspected visually. In addition, one electrode was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. As no further information was provided despite repeated requests no further investigation could be conducted. No conclusion regarding the cause of the allergic reactions can be drawn.